Event description:
"Consumer states that when they assembled the shower chair the brakes did not touch the tires to prevent the char from moving. The brakes were approximately 1/4" away from the caster on all four tires."